Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in the ER, intermittent capture was observed on the rv channel. The physician elected to explant and replace the lead. The patient was stable following.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.